Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective efficia 3/5 ECG trunk cable, aami/iec. No CAPA will be initiated based on this record. Device is working fine as per manufacturer's specifications after replacement of defective efficia 3/5 ECG trunk cable, aami/iec. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's ECG wave was not coming. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.